Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set underinfused during infusion. The potassium infusion in an IV (intravenous) bag was delayed by 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.